Event description:
Delayed wound healing. Irrigation and debridement, exchange of poly and manipulation performed.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon p/a cr beaded #5l; cat# 5517-f-501; lot# ekyen. Tritanium bplate triathlon s4; cat# 5536-b-400; lot# ctd5171. Triathlon mb patella pa a32; cat# 5554-l-320; lot# ejyfl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision of a triathlon insert following I & d was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review for this lot was satisfactory. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is noted that the insert may have been revised as a precautionary measure. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Delayed wound healing. Irrigation and debridement, exchange of poly and manipulation performed.